Event description:
A complaint was received from a customer that reported receiving a result of 10 mg/dl. It was explained to the customer that the system does not read a value below 20 mg/dl. While on the phone it was learned that the customer while reporting low results was in fact describing a missing "hundreds unit" in the display. A request was made to return the unit for evaluation. In the meantime a replacement unit was provided.